Event description:
During an in clinic follow up, high pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed. No additional intervention has been performed. The patient was stable and will continue being monitored.